Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges the scooter lurched forward causing the consumer to fall out. The fall allegedly caused the consumer to break his glasses which in turn cut his face.

Manufacturer narrative:
Only the throttle pot was returned for evaluation. The alleged event could not be duplicated with the returned part.

Event description:
Consumer alleges the scooter lurched forward causing the consumer to fall out. The fall allegedly caused the consumer to break his glasses which in turn cut his face.